Event description:
It was reported that during a device change-out, the lead was capped and replaced to due clavicular crush and high pacing lead impedance. The patient condition is stable.

Manufacturer narrative:
(B)(4). Product not returned.